Event description:
A customer contacted stryker to report that their device had made two inappropriate "shock advised" determination. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and was unable to verify the reported issue. The algorithm decisions in the devices electronic files are not indicative of algorithm deviation from its established sensitivity and specificity. No evidence of device malfunction was observed during this analysis. The cause of the reported issue could not be determined.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the device and was unable to duplicate the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had made two inappropriate "shock advised" determination. There was no report of patient harm associated with the reported event.